Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending (lad) artery with mild tortuosity and moderate calcification. The patient presented to the hospital experiencing an acute myocardial infarction. After deployment of a 3.5 x 28 mm xience prime rx stent at 14 atmospheres a distal edge dissection at the lesion site was observed. Another drug eluting stent was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.